Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that no sound was audible, even after the speaker is replaced. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) confirmed the report of no sound. It was determined that the mainboard of the device needed to be replaced. The mainboard was returned, but was unable to be tested, however, the rse was able to confirm that the customer replacing the mainboard did resolve the issue. Based on the information available, the cause of the reported problem was a faulty mainboard. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.